Manufacturer narrative:
Upon receipt to the post market quality assurance lab, the device was thoroughly inspected and analyzed. A visual inspection found that the second spring contact was missing from the right ventricular (rv) barrel, which caused the clinical observation of high out of range shock impedance. A review of the manufacturing process found no evidence of spring dislodgement during manufacturing and no manufacturing tooling that could have caused the missing spring contact.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was attempted to be implanted. However, the device exhibited high out of range shock impedance when connected to the lead. The lead was changed out for another lead. The issue persisted. The device was replaced, and all parameters were within range. The attempted device will be returned for analysis. No adverse patient effects were reported. Subsequently, the device was returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was attempted to be implanted. However, the device exhibited high out of range shock impedance when connected to the lead. The lead was changed out for another lead. The issue persisted. The device was replaced, and all parameters were within range. The attempted device will be returned for analysis. No adverse patient effects were reported.